Event description:
Customer reported the complete system gave a blood glucose result of 83 mg/dl at a time when she was symptomatic of hypoglycemia. Customer was unconscious, husband was unable to treat based on the complete result; called emt's. Emt meter result less than 10 minutes later was 15 mg/dl. Customer treated with IV, transported to hospital for further treatment. Customer was using expired strips, which is against manufacturer's labeling. A request was made for the return of the system and a replacement was sent.